Manufacturer narrative:
Additional information was received on 07/14/09 that changed this event to a reportable event.

Event description:
A male was implanted in 2007, with a gore propaten vascular graft. A below-knee bypass procedure from the common femoral to the posterior tibial artery in the right leg was performed. On that day, the patient lost primary patency in the recovery room. A revision was performed on the distal anastomosis. At about 2 months later, the patient expired of an unknown cause.